Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the j502 connector on the computer/analog pca. Connector j502 on the computer/analog pca had a shorted pin. The root cause for the shorted pin was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.